Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Fluoroscopy revealed externalized conductors proximal to the rv shock coil. No electrical anomalies were detected. Lead to be monitored.

Manufacturer narrative:
No medwatch form was received.